Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received no delivery alarm. The customer¿s blood glucose level was 230 mg/dl at time of incident, customer¿s current blood glucose value was 171 mg/dl. The customer also states she is very sensitive to highs takes blood glucose before showers they had gone out to dinner came home and an hour later took her blood glucose it was 166 mg/dl, she still had 14-16 of active insulin, from dinner bolus, so she took off pump to change set, took shower, but time she got out was very nauseated, and did not feel good knew her blood glucose had to be high, so she checked her blood glucose and it was 230 mg/dl later the blood glucose was 214 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer states her blood glucose was 180-190 mg/dl then another hour her blood glucose was 44 mg/dl. The customer also states her low blood glucose was 65-70 mg/dl. The insulin pump will not be returned for analysis.